Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device exhibited an alarm with downstream conclusion message displayed on the screen. Per reporter the pump was connected to a patient when the error/event occurred. The continuous infusion rate was 2.2 ml/hr, total reservoir volume 101 and given 5 ml. Lock level: locked. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. Additionally, the device administered only 5 ml and did not deliver full medication and therefore was sequestered for investigation. The cassette containing the remainder of medication was discarded. There was patient involvement, and no patient harm/adverse event reported.